Manufacturer narrative:
(B)(4). The carefusion failure analysis technician evaluated the gas delivery engine and verified a defective transducer on the transducer communication alarm pcba.

Event description:
The customer reported that the inspiratory and expiratory pressure transducers will not calibrated. No pt involvement.